Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/18/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round moderate plus profile 400cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, a preliminary visual inspection of the device indicate that it could be deflated. This could be characteristic of an event where a patient required medical device removal because of the deflated device, and as a result, this event will be conservatively reported to FDA.